Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not confirmed. However, the ethernet cable was found damaged. The customer decided to replace the ethernet cable on their own. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up following pacs transmission. No pt serious injury or death was reported related to this event.